Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 222 mg/dl. The customer stated she has air bubbles in the reservoir. Customer was unable to troubleshoot and advised to change infusion set. Customer air bubbles did not persist after set change. Customer was advised to monitor the pump.